Event description:
Complainant alleged that the medics were attending a pt who had collapsed at a golf course and who was in cardiac arrest. The medics attempted to monitor the patient using the device with multi-function stat pads, but they were unable to pick up the patient heart rhythm, and the device displayed a "poor pad contact" error message. The medics then used three lead ECG electrodes to monitor the pt. They determined that the pt was presenting a fine ventricular fibrillation heart rhythm and shocked the pt twice using the device and the stat pads multi-function electrodes. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The complainant indicated that the electrodes used in the event were inadvertently discarded. The lot number of the electrodes used in the event is unknown.